Event description:
Report received that the pump failed to infuse on channel b. Channel b's primary line was programmed to deliver irinotecan at 142 ml/hr with a vtbi (volume to be infused) of 22.7 ml. The secondary line was not programmed. After an unspecified amount of time, the patient informed the nurse that the i.v. Fluid was "not going in". The nurse confirmed that the pump had not infused the fluid. The device was removed from clinical service. Therapy was resumed using a replacement device. The incident caused a 1.5 hour delay in therapy at the treatment center which affected subsequent home treatments for 24-48 hours. The tubing that was used during the time of incident was discarded. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.